Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient was not getting relief from the stimulator. Caller said the patient had the trial done and had 100% relief, but when they did the permanent implant, the patient struggled to get even up to 40%. Caller said patient had to have their leads replaced in january and since then, patient was only getting 40-50% relief. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. There was 100% relief of pain with trial. However when the permanent was placed, 40-50% relief. They have decided to have the device removed.